Manufacturer narrative:
Follow-up #1 date of submission 08/24/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: evidence of moisture was observed behind the display lens. The display screen appeared cloudy due to this. The display screen was functional otherwise. Within 15 minutes of testing; the pump displayed a sleep error due to the internal moisture contamination. The pump was found to be cracked. The pump cover was opened and evidence of moisture contamination was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was cloudy. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.